Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 6mm single-port (sp) fenestrated bipolar forceps instrument plastic at base of jaws were broken. The customer noticed on inspection prior to using in procedure. There was no fragment that fell into patient as the instrument was not used on patient. The system was not docked on robot and used at all. The instruction for user (IFU) was followed in sterile processing department (spd). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The 6mm single-port (sp) fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. The broken piece, measuring approximately 1.33mm x 0.89mm in size, was not return with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 07-nov-2024: the customer noted the issue happened during the procedure and there were no reports from the surgical team that a piece fell into the patient. Site was unaware if patient returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.